Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high thresholds and high impedance. A lead fracture was suspected. The lead was not used and a new lead was implanted.